Event description:
It was reported that the patient, enrolled in the it matters clinical study, with this inflatable penile prosthesis (ipp) presented with weakness and spasms in the right lower extremity. No additional information was provided.